Event description:
During a lar procedure, the device after firing the washer was cut completely but there was one staple not formed as inteded and looked not be fired. Then hand sewing was added to complete the operation. No patient consequence.